Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons were unresponsive. The reporter noted that there was a hole in the down arrow keypad button and indicated that the responsiveness issues with the keypad buttons had occurred first. The reporter denied any evidence of moisture in the keypad. The patient reportedly wore the pump in a pocket and cleaned the pump with a dry cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was torn on the down arrow button. During testing, all keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts and the ok key was found to be inverted.